Event description:
It was reported to philips that the table side operating control module geometry was broken, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the planned vascular procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and identified that the geometry control knob was failing after a fall to the ground. Upon troubleshooting actions, the fse went onsite and replaced the geo replaced. The defective geo module was returned for analysis, which concluded that the motherboard was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.